Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was at forty. It was also reported that the right it was further reported that they had had issues with the explanted device

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The performance data collected from the device was also received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited no capture. Due to high thresholds, the implantable pulse generator (ipg) exhibited battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was at forty. It was also reported that the right ventricular (rv) lead exhibited high and unstable thresholds. The rv lead was capped and replaced. The implantable pulse generator (ipg) was also explanted and replaced. No further patient complications have been reported as a result of this event.